Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy. After approximately 60 days of support, the patient endured an ischemic stroke.

Manufacturer narrative:
The impella device was received and an investigation is underway. A supplemental MDR will be filed upon completion of our analysis.

Manufacturer narrative:
The pump was returned and an investigation was completed. The cause of the ischemic stroke was determined to have an unknown relation to impella as there was no evidence nor or clinical imaging was provided.

Event description:
In addition to our original filing for stroke, the pump had stopped during support on day 63 of support. Attempts to restart the pump failed, so the device was removed/replaced with an iabp.

Manufacturer narrative:
The pump was returned and an investigation was completed. The product had been cut but the user, however, no other visual abnormalities were observed. Data logs confirmed the pump had stopped, correlating with the reported pump stop date. Because the pump was deformed by the user, we could not simulate testing to reproduce the pump stop. We believe the root cause was attributed to an open line due to duration of use well beyond the designed use life of the product.